Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a sparc sling system, as "in or before 2007, plaintiff was diagnosed as suffering from stress urinary incontinence". It was also reported that on or about (B)(6) 2011, the "plaintiff required further surgery and excision of the mesh". It is unclear what occurred during this procedure, as that info was not provided. It was alleged that the plaintiff "continues to suffer pain and vaginal complications", and that the plaintiff has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.